Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes . Report received indicates that the dimensions of the broken screw could not be checked. The broken off head and condition of the surface of the screw is too poor to give reliable measurement results. The examination of the raw-material testing certificate and the manufacturing papers shows no deviations regarding material analysis, strength, and structural stability. The values were in compliance with ao/asif specification and with the international standards. The investigation of the screw shows no irregularities. The screw most likely experienced mechanical force well beyond its calculated design, causing the breakage of the head during insertion. No material defect detected. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, a surgeon was performing surgery on the fifth proximal phalange, using a modular hand system. As the surgeon was inserting the third cortex screw into the plate, surgeon felt slight resistance, and then the screw head broke off. Surgeon decided to pin the phalange with a k wire instead of using the plate, because he broke the plate in order to remove the broken screw. Surgeon decided to use the k wire and remove the other hardware because he was unsure of the strength of the broken screw. This is 1 of 2 reports for this event.